Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-mar-2026, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump was having issues with the pressure and suction. This was discovered during a procedure with no patient harm. Additional information provided 01-apr-2026: it was further reported that the ar-6480 dw arthroscopy pump had skyrocketing pressure readings and no suction with the outflow. This was discovered during a knee procedure with the pump set to 35 pressure. The complaint pump was used to complete to procedure, and it is unknown whether extravasation or overpressure occurred.